Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted on (B)(6) 2019. Additional information indicated the patient outcome was good.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted on (B)(6) 2019. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.